Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was around 400 mg/dl. The customer stated they were experiencing high blood glucose because they were currently suffering from the flu. Customer has treated their blood glucose with the insulin pump. The customer also requested programming the insulin pump. Customer's current blood glucose was 299 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.